Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via 6fr sheath after an interventional procedure. Reportedly, the suture broke. A second proglide device was used with the same results. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment could not be replicated in a testing environment as the suture was not returned. The reported guide detachment was confirmed related to high angle of insertion or torsional pressure was applied during the procedure. In addition, the returned device analysis found an anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the guide was separated at the distal end on the first proglide device used. The separated portion of proglide device was removed "through the guide wire". No intervention was necessary. No additional information was provided.